Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle (rv) lead exhibited noise that was oversensed by the device. Also, the rv lead exhibited low pacing impedance. Programming changes were made. The patient was stable and would continue to be monitored